Manufacturer narrative:
The following additional information received per the medical records indicate that the filter was deployed below the renal veins without any complications. According to the information in the patient profile form (ppf), the patient experienced the swelling of the lower extremities a day after back surgery which occurred a day post the filter implantation. The patient was then placed on coumadin and underwent thrombolytic therapy for the occlusion. The patient also reports to be suffering from pain and lymphedema. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to occlusion of the inferior vena cavca (ivc) immediately below the filter, leg pain and swelling, and multiple collateral veins. Additionally, the patient experienced swelling of the lower extremities a day after back surgery which occurred a day post the filter implantation. The patient also reports to be suffering from pain and lymphedema. The indication for the device implant and the patient¿s medical history has not been provided. The filter was implanted via the right common femoral vein below the level of the renal veins without any complications. Immediately following the filter implant, the patient developed swelling in the lower extremities and was placed on coumadin, but his leg swelling and pain worsened, with multiple collateral veins. The patient had to undergo thrombolytic therapy to cross the occlusion. A venogram performed approximately two and a half months post implant showed that the occlusion persisted, extending up to about 2cm above the filter, it is unknown if any treatment was provided at that time. Approximately two and a half months after the venogram a computerized tomography scan performed approximately five years post filter implant revealed there is an ivc filter present in an infrarenal location. There is no flow of contrast through the filter. Just below the filter the ivc is occluded and atretic. Normal caliber common iliac and external iliac veins are present and patent. Both left and right renal veins are present and the ivc is widely patent above the filter. Three days later the patient underwent revascularization of the iliofemoral veins, the ivc, and iliac vein, with stent placement. Approximately nine months after the filter implant an incomplete report of an abdominal aortic ultrasound indicated that the previously stented ivc and bilateral common and external iliac veins were moderately well visualized. The patient also reports that due to extreme pain in the legs and feet, the patient cannot walk or stand for more than a few minutes. Mobility is extremely limited and wheelchairs, canes, walkers, and other assistive devices are now required if walking or standing for more than 30 feet or 5 minutes, respectively. Even more so, this has led to severe lymphedema of the leg and feet, causing a constantly reoccurring blister and soreness. There is currently no additional information available. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Clotting and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the implant or procedural films and post-implant imaging available for review, the reported events and a device malfunction could be confirmed. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. Swelling (lymphedema), pain and collateral circulation do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device; however, there are patient and pharmacological factors that may contributed to the reported events. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter . The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to occlusion of the inferior vena cavca (ivc) immediately below the filter, leg pain and swelling, and multiple collateral veins. Subsequently, a venogram showed that the occlusion persisted, extending up to about 2 cm above the filter. The patient underwent revascularization of the iliofemoral veins, ivc, and iliac vein, with stent placement. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, the device history record (DHR) review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion within the ivc does not represent a device malfunction. An occlusion within the vena cava or lower extremities may impede perfusion and cause venous insufficiency leading to possible swelling and pain of the lower extremities. The brief also mentioned collateral circulation. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Clinical factors that may have influenced the events described include patient, pharmacological, lesion characteristics or other comorbidities. Without procedural films or records available for review, it is not possible to confirm the reported revascularization and stent placement. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter . The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to occlusion of the inferior vena cavca (ivc) immediately below the filter, leg pain and swelling, and multiple collateral veins. Subsequently, a venogram showed that the occlusion persisted, extending up to about 2 cm above the filter. The patient underwent revascularization of the iliofemoral veins, ivc, and iliac vein, with stent placement. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.